Event description:
"Rn proceeded with straight cathing patient using medline intermittent catheter and no urine expelled from bladder. Rn aborted procedure procured new product and patient catheterized without issue. No sediment noted in urine. Sequestered and in [redacted name] office on sp 7-1. Item info: catheter urethral 14 fr. All purpose red. Infor number: [redacted number], ref #: dynd13514, lot number: 59224010082". Manufacturer response for catheter urethral 14 fr. All purpose red., catheter urethral 14 fr. All purpose red. (Per site reporter). [Redacted date] initial contact. [Redacted date] sample picked from sp 7.1. [Redacted date] emailed [redacted name]. [Redacted date] mailed on fedex trk# [redacted number].